Event description:
Device was not reading accurately and was treated prior to being taken to the hospital. Rptr stated the device read 325 mg/dl and was feeling lethargic when paramedics were called and measured 49 mg/dl ten minutes later. Reporter indicated being treated with a glucose shot by the emergency medical technician (emt) before being transported to the hospital where was treated, however type was not provided. Reporter stated controls were used and level one found to be within an acceptable range while level two was out of range. A request was made for the return of the suspect device and replacement product was sent.